Manufacturer narrative:
Product ID: 3391-28, lot# 0211891335, implanted: (B)(6) 2017, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the length of two leads during implant. The leads were normally 28 cm long with a variation of +/- 1 mm, but the leads had a variation of 1 cm. The leads were 1 cm shorter than expected. The leads were not able to be directed to the target, so the hcp had to find a way to do so. Troubleshooting and intervention included lowering the leksell tool holder to make sure the leads were at the target. The cause of the event was unknown. The leads were able to be implanted and they were doing fine. The manufacturer representative was waiting for more information about clinical efficacy. The issue was resolved at the time of this report. The patient's indication for use is obsessive compulsive disorder. The patient was alive with no injury. Refer to manufacturer report #2649622-2017-02436.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.